Event description:
It was reported when using the bd vacutainer® edta 2k the customer found black spots on the caps and inside the tube wall. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b05: "and inside the tube wall" was added to capture the reportable failure d10: device available for eval yes, d10: returned to manufacturer on: 16-jan-2024. H.6. Investigation summary: bd received one (1) sample and five (5) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Fm was observed inside the tube wall and in the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the customer found black spots on the caps. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter facility name: japanese red cross miyagi red cross blood centre.